Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily delivery and basal deliveries showed that delivery totals correctly reflected the user's programmed basal rate up until (B)(6) 2011 22:36. The black box indicated that the time and date changed and the patient continued use until (B)(6) 2011 with incorrect date and time. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 with a high blood glucose level 1200 mg/dl, dka and pneumonia. The patient reports earlier in the day she noticed that her blood glucose was 300mg/dl; she gave a correction via the pump, changed her site and her blood glucose rose to 420mg/dl. The patient became sick with nausea, vomiting and shortness of breath, and an emt was called. The patient was treated with IV insulin and IV hydration. The patient indicated that when attempting to resume the pump, the time and date reset to default settings. This report is being made based on hospitalization due to elevated blood glucose levels.